Event description:
Asr revision. Asr xl acetabular system.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4).

Manufacturer narrative:
Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Event description:
Updated information: revised for alval.

Manufacturer narrative:
(B)(4). Depuy considers this investigation closed. Should the product or additional information that changes this conclusion be received, the investigation will be reopened.

Manufacturer narrative:
This implant is not sold in the u.s to be implanted for this indication; it would be sold under a different part number since it is only indicated to be used as a hemi in the u.s at this time. The correction/removal reporting number listed applies to the corresponding product code sold domestically. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint: asr revision, asr xl acetabular system, claimsuite ref: (B)(4). Reason(s) for revision: alval / soft tissue reaction. Update: reason for revision added as per update email received (B)(6) 2012. Update: hip revised confirmed (B)(6) 2012. Hip(s) to be revised: left update received may 8th, 2013. Revision date amended. Bi-lateral patient- for right hip see (B)(4). The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.